Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's right ventricular lead presented with high pacing impedance. A patient notifier had been triggered on (B)(6) 2021 and there was no capture. Programming changes were made and further intervention was discussed but not reported. The patient was stable.